Manufacturer narrative:
Per tandem¿s t:slim cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred. Reportedly, the bottom of the cartridge had a dent. When the customer loaded a new cartridge with 180 units of cold insulin, a minimum fill message occurred. The customer successfully reloaded the cartridge and resumed insulin delivery. The customer's blood glucose level was 201 mg/dl and it was addressed with a bolus via the pump.